Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was being seen in the clinic. Device interrogation revealed that a battery depletion (bd) error. Engineering analysis performed confirmed that the current battery measurements are stable. The battery appears to have recovered and is operating normally. Engineering explained the error can be reset and normal follow-up appointments were recommended. No adverse patient effects were reported. The device remains in service.